Event description:
It was reported that a malfunction alarm occurred, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset pump without recurrence of the malfunction code, and was advised to continue using pump.

Manufacturer narrative:
The reported event has been previously captured under the mfg report number 3013756811-2026-66456.